Event description:
It was reported by the customer that a pyxis medstation es system displayed a black screen. The customer reported that the malfunction occurred during the dispensing of propofol medication to the patient. There was a delay in the patient care workflow by around 5 minutes. However, the nurse obtained the medication from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had occurred due to a drawer control board issue. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.